Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for multiple insulin pump error, critical pump error and power loss. Customer¿s current blood glucose was 6.5mmol/l. Customer was unable to clear the insulin pump errors, power loss alarm and program the pump. Customer stated that alarm did not clear by selecting ok. Insulin pump will be return for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image), pump error 24, and pump error 41 alarms, or frozen display due to blank display. Also, received with moisture damage on the motor and force sensor.